Event description:
Event description guidant received information that at one year post implant, this implantable cardioverter defibrillator (ICD) was depleting earlier than expected. The patient does not use pacing therapy, and no shock therapies have been delivered. Lead diagnostics are stable and within normal range.